Event description:
The patient had one endeavor sprint stent implanted in the mid lad during the index procedure. At 30 day/6 month/1 year/1.5 year/2 year follow ups: patient was asymptomatic. At the 2.5 year follow up: patient suffered from silent ischemia. It was reported that sudden death occurred 3 years and 4 months post index procedure. No autopsy report was available.

Manufacturer narrative:
(B)(4): results - (death, coronary). Conclusion - no conclusion can be drawn.